Event description:
Same case as MDR ID 2134265-2014-06897. It was reported that the burr became stuck on the wire and thrombosis occurred. The target lesion was located in the peroneal artery. A 1.75mm peripheral rotalink® plus and a peripheral rotawire¿ were used. During the procedure, it was noted that the burr became stuck on the wire. Subsequently, the vessel thrombosed from the knee down. The physician was able to remove the burr and the wire together and regained wire access. The physician then infused the patient with tissue plasminogen activator (tpa) and was able to restore blood flow. In addition, the physician did angioplasty and aspiration. It was unknown what caused the patient's thrombosis. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The visual inspection was performed and the device returned kinked along the body, and has the spring tip stretched. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06897. It was reported that the burr became stuck on the wire and thrombosis occurred. The target lesion was located in the peroneal artery. A 1.75mm peripheral rotalink® plus and a peripheral rotawire¿ were used. During the procedure, it was noted that the burr became stuck on the wire. Subsequently, the vessel thrombosed from the knee down. The physician was able to remove the burr and the wire together and regained wire access. The physician then infused the patient with tissue plasminogen activator (tpa) and was able to restore blood flow. In addition, the physician did angioplasty and aspiration. It was unknown what caused the patient's thrombosis. The procedure was completed with a different device. There were no further patient complications reported and the patient's condition was fine.